Event description:
The customer reported a corneal burn occurred during a case. The case was completed and the pt is believed to be fine. Multiple attempts were made for more info on the event with no response to date. The customer is returning the phaco handpiece for eval.

Manufacturer narrative:
The phaco handpiece has been received for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. This report was mailed to FDA on: 8/11/2008.